Event description:
It was reported that the user experienced hypoglycemia after the ilet bionic pancreas delivered a correction for a reported elevated glucose level after a dexcom g7 continuous glucose monitor (cgm) lost signal and repaired with the ilet; the user experienced a blood glucose peak of 272mg/dl and a nadir of 51mg/dl with no associated clinical symptoms reported. Outcomes included transient low blood glucose managed at home without escalation of care or long-term health impact. User support included troubleshooting and education regarding sensor integration, signal loss, and treatment of lows, with no alerts or alarms reported during the event. Investigation of this case revealed no device alarms or confirmed malfunctions and suggested a possible signal loss and subsequent rise in glucose with corrective insulin given upon reconnection, with appropriate user treatment using oral glucose. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.